Event description:
It was reported that the device was used during an unknown procedure, the clips would not hold after placing. No patient consequences. Took another device to end procedure.

Manufacturer narrative:
Information is unavailable; device was not returned for evaulation.